Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. There was abnormally high resistance felt before the handle spool reached the end of the stroke. Additionally, the control wire was broken. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) has been updated based on the additional information received on may 3, 2023. Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached. Microscopic examination was performed, and no discernable problems were observed on the clip assembly. Functional evaluation was performed, and the clip assembly was able to perform the first activation and could be released from the catheter without problems. No problems with the device were noted. The reported event of clip could not be deployed was not confirmed. Investigation found that the clip assembly could be released from the catheter without problems. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. There was abnormally high resistance felt before the handle spool reached the end of the stroke. Additionally, the control wire was broken. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.